Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A complete lead was returned for analysis. External insulation abrasion was found from 23.3 cm to 23.9 cm from the connector pin, consistent with friction against another implantable device. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.